Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is not available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that two knives were dull during cataract surgeries. An alternate knife was obtained in order to complete each procedure. There was no impact to any patient. Additional information cannot be expected.